Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. Customer stated her blood glucose was 95mg/dl and now is 500mg/dl; treated with insulin pump. The customer's current blood glucose was 237mg/dl. Customer stated they were able to rewind insulin pump. Customer stated the act button is so hard to push. Customer declined troubleshooting. Customer stated she was priming and the insulin continued to drip after she released the act button. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.